Manufacturer narrative:
The vyaire medical failure analysis laboratory has not received the suspect device for evaluation. A device history record (DHR) review was performed and no issues were found. Air monitoring at the manufacturing plant was also performed and no issues were found. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that there were some white deposits within the patient circuit while it was in use on a patient. The patient circuit was cultured and tested positive for gram negative culture. The patient was also cultured and tested negative for gram negative culture.